Event description:
The device was explanted and replaced. It is suspected that the early battery depletion may have to do with communication between the device and the carelink monitor.

Manufacturer narrative:
Products: 2490c13 carelink monitor. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that the time is approaching for device replacement. The weekly battery voltage trend data shows minimum battery was 2.789 to 2.66 volts range between (B)(4) 2012 and (B)(6) 2013 is before device recommended replacement time <(><<)>=2.6251 volt. Concomitant medical products: 6947, implantable tachy lead: (B)(6) 2011. (B)(4).

Event description:
It was reported that the device had early battery depletion but had not reached elective replacement indicator. The device remains in use. No patient complications have been reported as a result of this event.